Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. The patient¿s mother stated while the patient was at school, the patient received a message that showed ¿new sensor, no restarts¿ on the dexcom. She indicated that when they got home that night, they did not resolve the issue and it was not reported if a new sensor was inserted. At 4:00am on (B)(6) 2019, the patient had a seizure while she was asleep and was administered glucagon by her mother. No medical assistance was needed. At the time of contact, the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. Labeling indicates: can¿t restart sensor once it has been stopped. After trying to restart, transmitter determines if sensor has been restarted and stops it if it has. Therefore, no alerts, alarms, or sensor glucose readings until single-use sensor replaced. No additional patient or event information is available.